Event description:
It was reported that the asymptomatic patient presented in hospital with heart failure which was unrelated to the device. A chest x-ray revealed the right ventricular lead had dislodged, loss of capture and sensing anomaly were noted. The lead was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.